Manufacturer narrative:
The subject device was returned to olympus service center for evaluation. The customer¿s reported problem was confirmed, the image disappears due to a defective charged coupled device. Additionally, the cable has physical stress. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed via service request that the customer camera head needs repair for a reported ¿the image does not appear¿. The image defect was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the defective charged coupled device could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ·do not coil the camera cable with a diameter of less than 20 cm. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. ·do not use excessive force when wiping the external surfaces of the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ·never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the reported event and to update sections, b3, b5, e1, e2, e3 and h10.

Event description:
The customer¿s reported event was found pre-procedure, during preparation for use and the equipment was replaced.